Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead was repositioned several times and had high thresholds in all locations. The lead was explanted and replaced. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: change event location from unk to hospital. Evaluation summary: (B)(4) no anomalies found. Outer insulation breached cut and blood in/on helix mechanism. Full lead returned and analyzed.